Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zct400 tecnis toric iol (intraocular lens) was initially placed at 170 degrees in her left eye (os) during her surgery on (B)(6) 2018. After 6-month visit on (B)(6) 2018, iol is at 15 degrees. It was noted that subject had no complaints and no patient injury reported. Outcome did not significantly interfere with activities of daily life. Product will not be returned as it remains implanted. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.